Event description:
Pt called lfs and was unable to test because pt could not code the meter. It is not known how long the pt was unable to test on the meter. The pt felt sluggish and attempted to test. The pt called the paramedics and then took their own insulin. Pt was brought to hospital and their blood sugar was 396 mg/dl. The pt was treated for high blood sugar and colon cancer. Pt contacted lfs and the tissue was resolved during troubleshooting. Based on the information provided, there is no evidence of meter malfunction. There is however, evidence of the meter contributing to a serous injury. New testing supplies are being sent to the pt. Medical affairs attempted unsuccessfully to reach the pt by phone. A letter is being sent as a second attempt to reach the pt.